Event description:
It was reported that the insulin pump alarmed compromised force sensor system and that insulin squirted out during the manual prime process. The caller did not know the blood glucose reading. The caller stated that the piston continued to move forward after contacting the reservoir, causing insulin to squirt out, followed by the insulin pump alarming. The customer was unable to exit the prime process and attempted to retry the procedure with a different set. The caller noted that the insulin pump had not been bumped, dropped or exposed to water. The drive support cap did not appear to have been damaged. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump was received alarming a software error. The compromised force sensor system alarm could not be verified due to the software alarm. The unit was received with minor scratches on the liquid crystal display window. The insulin pump was received with a cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked reservoir tube window. The device was received with a broken reservoir tube lip and broken battery tube threads. The unit was also received with a corroded battery tube.